Event description:
Pt called the hospital to inform that his neulasta on body injector had leaked out all over him. He's unsure how much of the medication he actually received. He said that some of the tape by the "green flashing light" was lifted up and that's where it had leaked from. He had removed the device and placed it in his own personal sharps container. He was placed on the schedule for a neulasta injection that same day. Upon arrival pt brought in the sharps container with 3 neulasta obis inside. He informed that 2 out of 3 injectors had leaked (this current one and the previous one).